Event description:
Customer service, eval department, forwarded a report from submitting an instrument missing the set screw that sits in the stem from eval set number (B)(4), etching number (B)(4). The item number was 03.401.072 and no lot number was reported. The surgeon did not have what was needed for the case and used an alternate.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.